Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, when the user pressed an applier against the cartridge to load a clip, it broke. Therefore, a new cartridge was used. No clips fell in the patient.